Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the patient expired. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.25mm rotablator plus and 330cm rotawire were selected for use. During the procedure, while doing rotational atherectomy angioplasty, the burr stuck and induced a perforation, which caused the patient to expire.

Event description:
It was reported that the patient expired. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.25mm rotablator plus and 330cm rotawire were selected for use. During the procedure, while doing rotational atherectomy angioplasty, the burr stuck and induced a perforation, which caused the patient to expire.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the events of stuck in lesion, vessel trauma (perforation), and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported event indicated that the burr became stuck and induced a perforation, leading to patient death. The device was not returned for analysis. A review of the DHR indicates that the device was manufactured per specification. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported stuck burr and cascade of patient events occurred due to factors encountered during the procedure.